Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting and may have developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data: d1.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid abdomen on (B)(6) 2021 using the cooladvantage+, coolcurve+ applicators, and to the inner thighs on (B)(6) 2021 using the cooladvantage, coolfit applicators, who may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: (B)(4) become aware date (g3): 4/12/2022.